Event description:
It was reported that the clips were not forming properly while clipping the cystic duct. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.